Event description:
The customer reported the anesthesiologist programmed an infusion of propofol in a 30 ml bd syringe for a 100 kg pt and expected the rate to be about 60ml/hr; however, the actual infusion rate was 480ml/hr. The pt stopped breathing but the anesthesiologist was able to maintain the airway during the procedure. No further pt harm reported. No add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer does not allege a device malfunction, but has requested an event log review. The event logs have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.